Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
On (B)(6) 2014, rupture of the tube of the broviac kit during the plaster's repair. They had to ablate the catheter. Additional information was provided on (B)(6) 2014 stating that the catheter broke when they changed the "pasement". They changed the catheter. During the investigation of the event, it was determined that the event resulted in minor harm to the patient. The event was made reportable due to this new information on (B)(4) 2014. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.